Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no anomalies found. Final device analysis of the lead revealed the following: there were no anomalies found.

Event description:
It was stated that a patient lost therapeutic effect following a fall that occurred in (B)(6) 2012. It was stated that stimulation has not worked since the fall. On the day of the report, the company representative interrogated the implantable neurostimulator (ins) and it indicated that it had only been on one day in the past two weeks. It was stated that the patient had "not touched her device". It was reported that the impedances were "normal", 500 ohms to 1000 ohms. While switching programs the ins would turn off. The therapy was turned on and the programmer was set down. Then the patient felt no stimulation and the programmer indicated that the ins was off. Only the sync button was used, not the on/off button. X-rays were taken and lead placement was reported to be "perfect". Stimulation was set at a reasonable amplitude and the patient was sent home without a programmer. The next day, it was reported that the patient was experiencing intermittent stimulation. It was also stated that the ins would turn off sporadically. It was noted that the patient had "never taken the programmer out of the box". It was reported that the doctor's orders were not to "mess with the programmer and not to use it". Three days later, it was reported that even though the impedances were "normal", intermittent stimulation could be due to a positional change. Troubleshooting was being conducted to determine what the cause of the event was. The next day, it was reported that the only known cause of the event was the fall that happened in (B)(6), although, the impedances were "fine". The patient was sent home without a programmer and the ins was on. When the patient returned to the clinic 3 days later the ins was off. It was reported that the physician planned to do a "full system change". Two days later, it was reported that patient's lead was replaced and the physician started at stage 1. About two weeks later, it was stated that the ins was explanted on (B)(6) 2012 due to the ins turning off on its own. It was stated that this was not normal battery depletion. No further information was provided.

Manufacturer narrative:
Product ID, 3093-28 lot# v906472, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.